Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device is brown like it was burned on the outside and inside of the battery compartment is copper and little of color. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that the insulin pump alarm low battery and failed battey test. Customer was advised to insert new battery and got failed battery. The customer was advised and explained the alarm. The customer did not troubleshoot as advised to discontinue use .

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No low battery alert or failed battery test was noted. The insulin pump was received with a stained end cap sticker and had minor scratches to the display window and a cracked case at the display window corners.